Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a sudden cardiac arrest and was seen at the hospital where it was noted there was loss of capture (loc) and high thresholds. A chest x-ray was taken to determine if the lead had moved and it seemed to be stable. The patient also had a syncopal event and fell down in their home. The device programming was changed to try and alleviate any further issues. To date, no additional adverse patient effects have been reported.